Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted after successfully meeting release criteria. After implant, a less than 2mm leak was observed at 135 degrees. At the routine 45-day follow-up transesophageal echocardiogram, a non-mobile, pedunculated thrombus was noted on the closure device measuring 1.7 x 1.6cm. The less than 2mm leak was now 4mm. The patient had discontinued anticoagulation therapy prior to the instructed 45-day follow-up. The patient is doing well with no adverse events. The patient has been re-started on anticoagulation therapy with an expected tee in six (6) weeks.